Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a power error detected alarm and that the batteries had been draining quickly. The blood glucose level was unknown. The customer was advised to insert a new battery and monitor the device. After the customer monitored the device for 4 hours, they called back to report the device alarmed power error detected again. The customer was advised that the device needed to be replaced and to revert to a backup plan.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarm was noted during testing. No unexpected low battery alarms found at the downloaded pump history. However, power loss and error alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window and case.